Event description:
The international customer reported the ventilator would operate power on. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service technician confirmed the reported problem. The service technician reported the power supply board showed overheating marks. The service technician replaced the power supply to address the reported problem and findings. Power failure due to loss of ac power may result in shutdown of device during normal ventilation operation.